Event description:
Spontaneous: per home health rn, (B)(6), curlin pump malfunctioning. Will not infuse remainder of medication. Home health rn switched to gravity tubing. Needs pump for tomorrow's infusion. Ok to replace the curlin pump. No further information provided. Frequency: infuse 67 gm IV daily for 2 days every 4 weeks. Indication: chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; is the infusion life sustaining? Yes; reported to (B)(6) by pt/caregiver.